Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was being treated for an arteriovenous fistual. Vessel tortuosity was moderate. The patient was recovering well. There was some resistance when the apollo was being advanced. There was no resistance when retrieving. The apollo tip was not embedded in the onyx cast. There are no future plans to retrieve the catheter tip. There was no damage noticed on any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the delivery of the microcatheter apollo, the microcatheter apollo was not in place, but the tip end of the detachable area was automatically detached. After the microcatheter was replaced, it was completed smoothly. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83360). As found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, and a dispenser coil. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. However, the apollo catheter body was found separated at ~146.4cm from the proximal end of the catheter hub. Testing/analysis: the apollo catheter total length was measured to be ~146.4cm, and the usable length was measured to be ~140.0cm. When compared to the product drawing, the apollo catheter separated at the proximal to distal shaft fuse joint. Conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ report could not be confirmed. Possible causes of ¿difficulty navigation¿ include incompatible devices, patient vessel tortuosity, damage to guidewire, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. However, the cause could not be determined. Regarding the customer¿s ¿tip premature detachment¿ report the issue was confirmed. Although the distal tip was not returned, the apollo catheter was found separated at the fuse joint. Catheter separation at the fuse joint can occur due to low tensile strength of the joint. However, the cause could not be determined. The product analysis suggests a potential manufacturing issue; therefore, a device history record (DHR) review is requested. H6. Coding updated based on analysis observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.